Event description:
While advancing the endovascular stent with delivery system to the target lesion site located in the pt's renal osteo of the right renal artery, it was reported that the stent was observed to be located on the shaft of the balloon catheter. In response, the stent delivery system was withdrawn from the pt without complication. Subsequently, the stent was removed from the delivery system and placed onto another balloon catheter. While advancing the modified stent delivery system to the target lesion site, the stent become dislodged from the balloon catheter and was not retrieved. There were no add'l complications reported relative to this event.